Event description:
The pt presented with a history of bladder cancer and bilateral ureteral obstruction with hydronephrosis with indwelling stents that were placed four years ago. The pt was having an outpatient bilateral stent change. The bladder had stents protruding from both orifices. Surgeon grasped each stent and turned and pulled it down to the meatus and put a wire up through it and removed the stent. The stent was so deteriorated that there was no label information on it anymore as to the manufacturer or size. The stent removed from the left ureter was permanently kinked in at least three places and was noted to be at the hole locations on the stent. The stents bilaterally were covered with a black material that could not be removed by wiping it with gauze. This is a disposable stent. After removing the stents, the surgeon put up a catheter, put contrast and did a retrograde pyelogram. Moderate hydroureteronephrosis was demonstrated down to the ureterovesical junction (uvj) but there were no filling defects, tumors or stones in the upper tracts. The surgeon replaced the stents with 6 x 24 percuflex stents from boston scientific on each side. The pt tolerated the procedure well, left the operating room in satisfactory condition and was discharged home.